Event description:
It was reported that the patient was underwent implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information has been obtained.

Event description:
It was reported that the patient was underwent implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information has been obtained. Additional information was received that the reason for ipg replacement procedure was due to patient needed magnetic resonance imaging (MRI) capabilities.